Manufacturer narrative:
Explanted date: unknown if the device was explanted. Initial reporter occupation: mba, rn, bsn, clinical resource nurse. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings. The complaint was confirmed for a hematoma. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had a female patient that had a procedure, however, when at home she felt a pop and a lot of pain. A large hematoma formed. The patient was instructed to go to the emergency room. The patient was going to have surgery to repair. The patient was stable. Additional information was received on 07 mar 2023: the procedure performed for the patient, prior to using closure device was a left heart catheterization. The procedure outcome was successful. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with the angio-seal device. The estimated blood loss was less than 250cc. The patient does not have a history of bleeding disorder. The patient is not on daily blood thinning medication. Multiple sticks were not performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. Additional information was received on 09 mar 2023: the patient was on eliquis prior to the procedure which had been stopped on (B)(6) 2023 after pm dose. The patient also received asa 324 mg prior to the procedure.